Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one hemostar 14.5f 19cm d/l catheter kit was returned for evaluation. The outer coil wire of the returned guidewire was noted to be stretched. Based on this finding, the investigation is confirmed for the reported damaged guidewire, specifically a frayed guidewire. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include retraction of the guidewire against the needle bevel, insertion technique and insufficient sized skin nick. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the guidewire released. There was no reported patient injury.